Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported he had the implanted removed (B)(6) 2019, day after it was implanted because he experienced severe nerve pain throughout the whole body like getting electrocuted and after the implant was removed 98% of pain disappeared, but he had extreme wave of pain on the lower left flank but the pain, pain scale 20, but the pain went away after 3-4 days. Patient stated hcp did not implant any device back in him. Patient stated the reason why he got the device was because of the MRI eligibility. Patient stated he spoke with someone in 2019 due to a letter. The call connection was not good and call was dropped.